Event description:
The customer reported that the device failed to power up with either ac or battery power. This condition was discovered during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up with either ac or battery power. This condition was discovered during testing. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.